Event description:
It was reported that the patient was being monitored for an aging battery. Patient returned for follow-up but device had reached eol and the patient was found to be in 2:1 av block @ 40 - 45 bpm. The device was replaced. No further patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) preliminary testing revealed no output and no telemetry. The no output and no telemetry conditions were the result of lifted hybrid bond wires.